Event description:
It was reported that, for a period, the left ventricular (lv) lead had considerably increased threshold with a corresponding drop in impedance. The data suggested a lead insulation failure, but during the most recent check, everything appeared stable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary (B)(4) the actual product was not received for evaluation. We did receive performance data collected from the device and analyzed the data. The save to disk primary finding noted lv lead pacing impedance was out of range low. Drop of lv impedance between (B)(6) 2011 and (B)(6)2012 to below 200 ohms. Appears to resolve itself and remains stable since then.